Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair the expressew iii needle broke off. No fragments left in the patient´s body. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.